Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the broken piece retrieved? Was there any patient consequence and/or surgical/medical intervention?

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and the electrosurgical device was used. It was also reported that ceramic tip of the device broken. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(4) /2018. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional information was requested, and the following was obtained: -no additional information available. 1. Was the broken piece retrieved? 2. Was there any patient consequence and/or surgical/medical intervention?